Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock to the patient due to oversensing of noise. The source of the noise has not been determined at this time. The s-ICD remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock to the patient due to oversensing of noise. The source of the noise has not been determined at this time. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock to the patient due to oversensing of noise. The source of the noise has not been determined at this time. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.